Event description:
It was reported that pump malfunction occurred while customer was updating device, with malfunction code displayed and fault ID available. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reset pump as suggested by technical support, stated reset had already been tried previously. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.